Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt became symptomatic while connected with the power base unit cable. Replacing the power base unit cable resolved the issue.

Manufacturer narrative:
The analysis of the returned power base unit pt cable confirmed the report of low voltage alarms and the inability to power the system while the pt was tethered to the power base unit. Functional testing performed revealed that the system voltage was below the normal operating range with both power leads connected. The system controller was alarming consistent to a power cable being disconnected, although both leads were connected. The test was also performed with each lead disconnected which found that with the black lead disconnected, the cable would not support power to the system controller via the white power lead due to inner conductor breakdown of all the underlying wires located adjacent to the bend relief at the y-junction. The analysis of the black power lead also revealed evidence of inner wire conductor breakdown which contributed to a high resistance variation in the lead. The eval indicates that the cause of the wire conductor breakdown appeared to be related to fatigue due to wear and tear as a result of a repetitive lead flexing in that area. No further info is available. The MFR is closing its file on this event.